Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001822565 - 2017 - 07301, 0001822565 - 2017 - 07302, 0001822565 - 2017 - 07304. Concomitant products: 00801803202 femoral head 61829222, unknown part/lot, femoral stem, unknown part/lot, acetabular liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address right side pain, wear, and metalosis like symptoms. Alval and corrosion were identified intra-operatively. No other information has been provided at this time.